Event description:
It was reported that during the reprocessing of the instrument, the staff notices that one of the pulley cords at the wrist of the cadiere is cut, therefore, the decision is made to report it as a failure. There was no patient involved.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.